Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal coil was fractured and the distal insulation was damaged at 33.5 cm from the connector pin. The damage to the proximal coil resulted in a high lead impedance. The damage sustained was a result of physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that on (B)(6) 2011 the patient presented to the emergency room experiencing syncope. The lead exhibited impedance greater than 2000 ohms. The lead was explanted and replaced.